Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. The system log file was reviewed, which confirmed the malfunction with power issue. Upon troubleshooting, fse identified defect in the power distribution unit (pdu). Fse replaced the pdu fan tray and dc power supply (dcps). The part analysis of pdu fan tray fru was performed, and the mode of the failure was ¿psu04 defect¿ and root cause was 24v (supply caused by component failure). After the replacement of pdu and dc power supply, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the power distribution unit (pdu) fan tray along with the dc power supply (dcps) and returned the system to use in good working order. Philips has started an investigation of this complaint.